Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient could not securely connect the controller to the power source and it was replaced. There was no reported patient injury as a result of this event. The controller, (B)(4), was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the returned controller revealed a broken pin on the power source one (ps1) connector and was unable to transfer electrical signal from the battery or ac power source. The root cause for the reported "poor mechanical connection" was found to be a broken pin in the ps1 connector likely due to a combination of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller was not properly detecting the power source connection on power port one (1). The patient investigated the power port and observed a bent pin. The patient attempted to fix the issue by using a screwdriver and unintentionally broke the pin. The patient was emergently transported to the hospital with the controller only connected to one battery. The site performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.